Event description:
This report summarizes one malfunction event. A review of the events indicated that model cres6 recanalization catheter allegedly had a detached tip. This report was received from one source. This device was used in the patient. The patient's age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model cres6 recanalization catheter allegedly had a detached tip. This report was received from one source. This device was used in the patient. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation confirmed for catheter and tip detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.